Event description:
It was reported that a patient had posterior spine surgery on an unknown date in 2010, using synthes pangea hardware from t11-s1. The patient returned to surgeon in clinic on an unknown date complaining of buttock and hip pain. The patient was diagnosed with t10-t11 stenosis above the level of the fusion, and a non-union at l4-l5 and l5-s1 levels. The surgeon returned the patient to the operating room on (B)(6) 2013 to address the stenosis and non-union. The pangea hardware implanted in 2010 was intact. The surgeon removed all pangea hardware and re-instrumented the patient with uss dual opening from t10-s1. The surgeon performed a laminectomy at the t10-t12 levels and successfully completed the procedure. This is report 17 of 18 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date: unknown date in 2010. Device was used for treatment, not diagnosis. Placeholder.